Manufacturer narrative:
The fiber was returned to the MFR and analyzed. Joules were verified on fiber card as 35,330 joules. The failure analysis disclosed that the fiber cap was attached and intact, although drilled through. The fiber cap showed burnt and melted exhibited detritus, char, devitrification and melted glass. The cap condition would result in reduced vaporization efficiency and may also cause forward firing, which has been identified as a potential safety issue. The root cause of the device issue was determined to be heart accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4) - refers to a forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
The customer reported that during a prostate procedure, the laser fiber "seemed to be firing from other than the tip". It was also reported that although the fiber tip was "well extended from the instrument", there was an audible sound "like a laser beam hitting a surface" and that after withdrawing the fiber, there was noticeable damage to the insert of the laser cystoscope. There was no report of patient injury. It was reported that the prostate case was not completed with another fiber. As not details were provided regarding how the case was completed, it is possible that the case was completed with a turp. Additional details have been requested and have not been obtained by the MFR.